Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device was presenting with picture interference and black dots on the screen. This was discovered during an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation and device evaluation. Three attempts were performed to obtain additional information, but no response was received from the customer. Updated fields: d8, h3, h4, h6, h11 the device was returned to olympus for inspection and the reported failure was confirmed. Three attempts were performed to obtain additional information, but no response was received from the customer. Based on the results of the investigation, due to peeling of acoustic lens displayed ultrasound image was defective and image guide bundle had significant breakages. However, the most probable cause of reported issue could not be identified. Olympus will continue to monitor field performance for this device.

Event description:
No additional information was provided by the customer.